Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 100-180 mg/dl.

Manufacturer narrative:
Usb issue was not verified. Occlusion the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.